Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem using normal method and the procedure was completed with another of the same device. No patient complications reported and the patient was good after the procedure.